Manufacturer narrative:
Device received with cracked case (battery tube) and cracked case-corner of belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2019 16:13:39 pst ice batch user (batch_ice): phone (B)(6). Complaint: (B)(4). Complaint status: in process. Mdt initial contact: (B)(4). Taken by: (B)(4). Inquired what led up to the complaint. Customer response: crack in case bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. Item - 'advise customer to disconnect from the pump' reason not completed - cust. States pump works normally. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. Type of damage is: crack in case. Damage occurred: normal use. Location of the damage is: battery case. Is the physical damage to the pump's reservoir lip ring: no, adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: replacement ship: mmt-1712k/return: mmt-1712k. Country: (B)(6). Input date: (B)(6) 2019. Warranty start: 06/21/2016. Warranty end: 06/20/2020. Batch - (B)(4).